Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated the device had been dropped into a bathtub and exposed to moisture. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms noted. No moisture damage noted on electronic assembly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.